Manufacturer narrative:
(B)(4).

Event description:
It was reported that: " cracked pigtail lines. The catheter was removed and a peripheral line was inserted. There was no reported patient harm or consequence."

Event description:
It was reported that: " cracked pigtail lines. The catheter was removed and a peripheral line was inserted. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The customer provided two photos for analysis. The photos show two extension lines, the medial 1 and the proximal, appearing partially severed. The customer returned one, 4-lumen cvc catheter for analysis. Signs of use were observed. Visual analysis revealed the medial 1, proximal, and distal extension lines were damaged. The extension line clamps were clamped near the holes on each extension line. No defects or anomalies were observed on the medial 2 extension line. Microscopic examination confirmed the damage. The edges of all three holes appeared rough and jagged, and there were black markings on the edges of the holes. The outer diameter of the medial 1 extension line measured 2.14 mm, which is within specification limits of 2.13-2.21 mm per medial 1 extension line extrusion product drawing. The inner diameter of the medial 1 extension line measured 1.47 mm, which is within specification limits of 1.40-1.48 mm per medial 1 extension line extrusion product drawing. The outer diameter of the proximal extension line measured 2.17 mm, which is within specification limits of 2.13-2.21 mm per proximal extension line extrusion product drawing. The inner diameter of the proximal extension line measured 1.47 mm, which is within specification limits of 1.42-1.50 mm per proximal extension line extrusion product drawing. The outer diameter of the distal extension line measured 2.15 mm, which is within specification limits of 2.13-2.21 mm per distal extension line extrusion product drawing. The inner diameter of the distal extension line measured 1.47 mm, which is within specification limits of 1.42-1.50 mm per distal extension line extrusion product drawing. The catheter was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab syringe filled with water was used to individually flush each lumen. Water was leaking from the holes in the medial 1, distal, and proximal extension lines. The medial 2 line flushed as intended. A manual tug test confirmed all four luer hubs were secure to their respective extension lines. R & d was contacted as a part of this complaint investigation. They stated the black markings on the edges of the holes could be due to exposure to high temperatures resulting in burn markings. The damage does not appear to be a rupture due to over pressurization nor does it appear to be manufacturing related. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "ensure catheter patency prior to use. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of torn extension lines was confirmed through complaint investigation of the returned sample. Functional and visual analysis confirmed the medial 1, proximal, and distal extension lines appeared torn with black markings at the edges of the holes. Comments from r & d suggest the black markings on the edges of the holes could be due to exposure to high temperatures resulting in burn markings. The damage does not appear to be a rupture due to over pressurization nor does it appear to be manufacturing related. The catheter met all relevant dimensional requirements. A device history record review was performed, and no relevant findings were identified. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.